Event description:
The customer reported that the battery failed calibration. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.